Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific, via the attached article published in the neurology and urodynamics journal, the results of the following study. The study evaluated the effectiveness and complication rates in 680 patients from (B)(6) 2017 to (B)(6) 2021. Complications occurred in 36.6% of patients, including: mild hematuria, hematospermia, dysuria, urinary tract infection (uti) and acute urinary retention (aur). Uti occurred in 54 (8%) patients and required prolonged antibiotic therapy. Aur occurred in 27 (4%) patients and was resolved with an indwelling catheter. Urinary peak flow and post-void residual volume improved after procedures. At 12 months, the international prostate symptom score (ipss) significantly improved. At 12 months follow-up, antegrade ejaculation was present in 90% of patients and significantly improved after cessation of medical treatment. De novo erectile dysfunction was not present in any patient. All complications were mild and self-limiting with no long-term sequelae.